Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of the device memory revealed it had been programmed out of ship mode while in the field. Further testing confirmed appropriate pacing, sensing, and recording functions of the device. Analysis concluded the device performed normally, operating as designed.

Event description:
Boston scientific crm received information that this pacemaker did not pass final pack testing, suggesting a possible performance issue. There was no patient impact as this fully packaged device has not been in service.